Manufacturer narrative:
H3: product analysis: evaluation didn't reproduce the reported malfunction of bearing detachment. However, it was noted that the tube telescoping mechanism section is stiff and does not work. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the bearing got detached. There was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation didn't reproduce the reported malfunction of bearing detachment. However, it was noted that the tube telescoping mechanism section is stiff and does not work and the operation check of expansion and contraction was found not good during visual test. H6: evaluation result code was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.